Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6)2010. Prior to first use of the device, the blade would not turn. A second like device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade will not rotate; prior to first use - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In additional, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.